Manufacturer narrative:
It was reported by the hospital contact that during stent assist coil embolization procedure the tip of the guide catheter (67025800/16065474) was out of shape. Changed to a new guide catheter (details unknown). Then the surgeon noted that the coil (cdf10020430/c24459) had detached when opened the package. Changed to a new coil (details unknown) to complete. There was no report on patient injury. The patient is male and (B)(6), had pcom with 7.1*8.2mm. Neck width was 4.27mm. The products will be returned for analysis. There were no damages noted on the guide catheter. It is unknown if there were any damages noted on the coil. There was no clinically significant delay in the procedure due to the events. The coil is microscopically measured and identified as a 7x30 presido framing coil. The coil was returned unprotected inside tissue paper which may have contributed to a portion of the damage found to the coil. The coil has two damaged sections and the ball tip was severed and not returned. The circumstances of how and when this unreported coil damage occurred cannot be determined. The coil was ¿air detached¿ outside the patient. The device positioning unit (dpu) passed electrical testing with resistance at 51.4 (range 48.5/56.0) ohms and the enpower systems ready green light illuminated. No electrical anomalies were found. No manufacturing defects were found. The root cause and the circumstances of how and why the coil was connected to the detachment control box (dcb) via the control cable and coils unintended and premature ¿air detachment¿ outside the patient cannot be determined. In addition, without the return of the coil¿s ball tip and the complete detachment system used in the procedure, it cannot be determined if these components had any other additional contributions to the complaint event. Based on the information and the analysis, the event was confirmed. Additionally, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: new guide catheter (details unknown). Envoy (67025800/16065474). New coil (details unknown).

Event description:
It was reported by the hospital contact that during stent assist coil embolization procedure the tip of the guide catheter (67025800/16065474) was out of shape. Changed to a new guide catheter (details unknown). Then the surgeon noted that the coil (cdf10020430/c24459) had detached when opened the package. Changed to a new coil (details unknown) to complete. There was no report on patient injury. The patient is male and (B)(6) years old, had pcom with 7.1*8.2mm. Neck width was 4.27mm. The products will be returned for analysis. There were no damages noted on the guide catheter. It is unknown if there were any damages noted on the coil. There was no clinically significant delay in the procedure due to the events.